Event description:
Two years ago I woke up from bilateral breast cancer surgery to find out they had put in a biozorb marker in me and I've had a lump and pain ever since. The skin also itches from the inside. I've had it checked several times through mammogram and breast ultrasound. They confirmed it's the biozorb that seems to be causing extra fluid, pain and itching. I was never notified about the class action lawsuit or the recall.